Manufacturer narrative:
(B)(4). Concomitant devices -series a pat std 31 3 peg catalog #:184764 lot #: 877750; vngd cr tib brg 10x63/67 catalog #: 183420 lot #: 454560: vanguard cr ilok fem-lt 65 catalog #: 183028 lot #j6668151: biomet cc I-beam tray 67mm catalog #:141222 lot #: j6498198; vngd cr tib brg 10x63/67 catalog #:183420 lot #: 767860; the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient is experiencing pain, swelling and a positive vanadium allergy. No revision procedure has been reported to date. Attempts have been made, but there is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review found patient began experiencing pain and swelling. Metal allergy test found patient was mildly reactive to vanadium. It was confirmed the locking bar contains vanadium which the patient is allergic to. The root cause of the reported issue is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.